Event description:
It was reported that the ventilator shut down while in use. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support. Reviewed the ventilator diagnostic logs and found no inoperable error codes. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Technical support found error codes indicating low internal battery then a "power has been restored" error code. The customer was advised that the unit operated as expected when operated on battery power for an extended time until the battery is depleted.